Event description:
It was reported that an altitude alarm was declared by the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was able to resume insulin use with the original cartridge after receiving tips from technical support on preventing altitude alarms.